Event description:
A lead fracture was found on the pt's implantable defibrillator. The pt died on 10/15/94. Apparently he sustained a cardiac arrest after washing his vehicle. The report of the incident that rptr obtained was that the pt had apparently been shocked multiple times by his defibrillator. Resuscitative measures performed at the scene by his family and then by the paramedics were not successful. The ER physician who saw him apparently felt that continued resuscitative measures in the ER were essentially pointless. A chest x-ray obtained in the ER showed a lead fracture. It is impossible for rptr to state when the lead fracture occurred. When it was initially brought to his attention, he felt that it most likely occurred during the resuscitative measures. He does, however, believe that this needs to be further investigated. X-ray examination demonstrated fracture of the 6.5 french intravenous defibrillator lead at or about the site of subclavian insertion. The defibrillator lead was intact on the prior chest x-ray of 7/11/94. (*)